Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: review of the black box data revealed several unexplained power on reset events. The returned battery cap was intact, undamaged and determined to measure within specifications. With the returned battery cap securely in place on the pump, the pump powered on normally and ez-prime steps were successfully completed. The pump was exercised for 24 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.